Event description:
It was reported, that "the neck flange strap hole broke." There was no reported pt injury and / or change in therapy. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date on this report.